Event description:
(B)(6) 2013 "rbs" the dealer reported that the (B)(4) patient lift caster detached during a (B)(6) female patient was transferred to a lounge chair, resulting in the three caregivers being seriously injured because the caster literally unscrewed itself. There was no patient injury reported. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted.